Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; distal conductor distorted; distal conductor fracture (overstress); deformation/fracture in 5cm prox section of the inner coil; extension problems. Evaluation summary (B) (4) full lead.

Event description:
It was reported that during an implant attempt that the helix would not extend. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.